Event description:
A full term pregnant woman came to labor and delivery due to active labor. After 12 hrs of labor and several re-doses of anesthesia, vacuum was used due to ineffective pushing and maternal exhaustion. Baby boy was delivered in respiratory disterss that resolved after intervention. Prior to using the vacuum, there was no contraindication for its use. Pressure gauge used was between 36 - 58 cm hg x 1 attempts. Baby had mild bruisung on the chin, hematoma and caput succedeneum at occipital urea. Pect done after 2 days since ptosis of the left eye was observed and revealed interventircular hemorrhage. Baby was transferred to a higher level of care facility. Device problem: 1. Potential for improper use. 2. Unable to substantiate proper/improper use due to inadequqate documentation.